Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot provided by the customer. The returned guidewire had the small portion of the polymer jacket detached and it was not returned. The end distal tip was found bent. Polymer jacket detached at very tip and not returned confirmed. The polymer section that could be measured was inspected. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification.

Event description:
It was reported that device separation, unretrieved device fragment, and canceled procedure requiring surgery occurred. The target lesion was located in the tibial peroneal trunk. A savion flx guidewire was advanced; however, upon exiting the guide sheath, it was noticed that a fragment of wire was floating in the artery. It was determined upon fluoroscopy that it was the tip of the wire that had broken off. The wire traveled down the patient's artery in the leg and ended up in the distal posterior tibial artery. The patient is scheduled to have the broken wire fragment removed in two weeks.

Event description:
It was reported that device separation, unreserved device fragment, and cancelled procedure requiring surgery occurred. The target lesion was located in the tibial peroneal trunk. A savion flx guidewire was advanced; however, upon exiting the guide sheath, it was noticed that a fragment of wire was floating in the artery. It was determined upon fluoroscopy that it was the tip of the wire that had broken off. The wire traveled down the patient's artery in the leg and ended up in the distal posterior tibial artery. The patient is scheduled to have the broken wire fragment removed in two weeks.